Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they went to check their ins with their patient programmer and they saw a power on reset (por) message. They were redirected to their healthcare provider to discuss por. They said they had called and set up an appointment, but would like to request a rep at the appointment. No patient symptoms were reported. No further complications were reported or anticipated.